Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2011; dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing due to the cardiac resynchronization therapy defibrillator (crt-d) detecting atrial fibrillation (af) with rapid ventricular response. It was noted that the right atrial (ra) lead had under-sensing. The device and lead remain in use. No patient complications have been reported as a result of this event.